Event description:
The parents and school reported that child's hearing performance with the device deteriorated in the 2 last weeks. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
According to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. A device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
The parents and school reported that child's hearing performance with the device deteriorated in the 2 last weeks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents and school reported that child's hearing performance with the device deteriorated in the 2 last weeks.